Manufacturer narrative:
(B)(4): the device was not returned to manufacturer therefore cause of event cannot be detrmined.

Event description:
It was reported that on (B)(6) 2015, intra-op, rod broke and was explanted. No patient complications were reported as a result of this event.